Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and failure analysis could not verify the customer reported event related to the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that the old version of the large suturecut needle driver instrument was being returned due to issues related to that reported under previous (B)(4). Under related (B)(4), the customer reported that in the last 90 days, 27 times the instrument broke inside the patient while the surgeon was operating. At the time, the instruments included 10 fenestrated bipolar forceps instrument, 5 prograsp forceps instruments, and 5 monopolar curved scissor instruments. The customer reportedly had to perform x-rays to make sure there'd been no additional items in the patient which added about an hour. There was no report of patient involvement or reported injury.